Event description:
The patient contacted animas on (B)(6) 2013, reporting that she believes that her pump is not giving her the correct insulin. Troubleshooting with customer support (cs) indicated that the pump's date and time were correct, alarm history was correct, prime was correct, basal rates were correct and total daily dose was correct. However, the patient reported that the bolus history is showing a bolus of 1.45 units given today which she does not remember as is sure it is not the right time as she was having a low at the time. The patient stated that she suspends the pump every sunday to prevent lows but admits going high because of the suspends. The patient stated that her blood glucose (bg) ranged from 30mg/dl to 400mg/dl. The 400mg/dl bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The patient reported that she has been working with the certified diabetes educator who has been changing multiple settings at every visit. The patient stated that she did not seek medical attention for the bg excursions, as she treats them herself with either high carbohydrate drinks for the low and bolus of insulin for the highs. She reported that with the lows she symptoms of shakiness and frustration and sweating for the highs. This report is being made due to the patient¿s alleged hyperglycemic event that resulted from an alleged history settings issue.

Manufacturer narrative:
Device evaluation (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. The pump successfully completed and passed the required 29 hour flow accuracy test and was found to be delivering within the specification. There were no alarms or errors related to the complaint in the black box or alarm history, only typical usage was observed.daily insulin delivery totals were reviewed and correctly reflect the users programmed basal rates showing the pump was delivering accurately up until the last date used by the patient. The black box shows on (B)(4) 2013 09:23 the pump was suspended, deliveries resumed (B)(4) 2013 10:26. Pump was suspended again (B)(4) 2013 10:47, deliveries resumed (B)(4) 2013 13:05.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.